Manufacturer narrative:
2/12/1998 - supplement #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during a chemosite procedure. Reportedly, the catheter broke. The surgeon had to remove the catheter by angioplastie. The hosp has reported the pt's condition is satisfactory.